Manufacturer narrative:
The astral device was returned to resmed and extensive engineering investigation was performed. Review of the device logs confirmed the reported system fault error messages (sf 148 and 101). Internal inspection revealed signs of water contamination within the device components and the pneumatic block. Based on all available evidence, the investigation determined that the reported complaint was due to water contamination in the device. The pneumatic block was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed that an astral device powered down while ventilating a patient and displayed error messages (sf101 and sf218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down while ventilating a patient and displayed error messages (sf101 and sf218). There was no patient injury reported as a result of this incident.